Event description:
Complaint alleges: the staples came out of the patient after being inserted. Providers attempted to re-staple the area, but the staples did not form correctly. No patient injury reported.

Manufacturer narrative:
Device sample received by manufacturer. Complaint investigation of alleged malfunction of device is ongoing. DHR investigation did not show issues related to complaint.